Event description:
The customer reported leaking from silicone segment during antibiotic infusion. There was no pt harm and medical intervention was not required. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for eval.